Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they went to the doctor yesterday ((B)(6) 2024) and the nurse adjusted the machine and now it was making them go to have bowel movements back to back. Patient stated they couldn't urinate and they couldn't find the urethra to get the catheter in. Patient mentioned that they could feel the machine working but it seemed that it was not connected to their body as they had undesirable stimulation. Patient mentioned they were in so much pain right now and they will have to return to the ER because they couldn't find the catheter. Patient mentioned that they already contacted their healthcare provider (hcp) office today, but doctor is in surgery and was not available today. Patient service specialist walked patient through connecting with the implanted neurostimulators. Patient was able to connect with the implant and decrease the stimulation to a comfortable level 0.4. Patient redirected to hcp. Patient mentioned that they went to the ER back on saturday (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient reported they were not feeling well and they were going to meet with their representative and doctor on thursday to go over everything. Patient stated the procedure was not a success and it didn't work. However. They didn't know more details about it, only their doctor knows it. Patient said their symptoms were not improving and the equipment and their body were not connecting or something. Patient declined education stating they will wait until their appointment with the doctor and rep next thursday to discuss situations with the implant. Patient will call back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they are in the emergency room right now, they are not sure if it is related with the implant, patient reported that they haven't eaten or drank anything and had a liter of urine in them. They stated the were screaming in the operations room because they had some much pain. Patient stated they will see their doctor on monday. The patient was redirected to their healthcare provider to further address the issue. They said they can't urinate at all, they haven't released urine in three days. The patient hasn't urinated or eaten since wednesday. They are in so much pain. Stomach is bloated. They were up all night in pain. Can't poop they have to bear down like they are having a baby. They said, they had this before in 2018 when their bladder collapsed and when they got to the hospital their spine was collapsed too. Patient was hard to follow but they said they were screaming and crying in the emergency room. It sounded like she was in the emergency before they implanted the device. When they were at the hospital they had to give them so much medicine. Patient called the managing doctor and made an appointment for (B)(6) 2024. They are in so much pain they were going to go back to emergency room to have the system looked at or taken out. Patient's shoulders are hurting so bad since surgery and they don't know why. Unrelated medical history: patient had spinal fusion. Walked caller through how to connect to their implant. Patient was at program 1 at 0.8ma and increased stimulation to 0.9ma. She couldn't raise it higher or her body started twerking. Told caller to follow up with doctor in regards to symptoms.